Manufacturer narrative:
The product has been requested back for investigation. The valid blood glucose test results obtained from the same adc meter, performed in accordance to instructions for use and taken within ten minutes which when plotted on a parkes error grid or leroux neonatal grid, using the mean of the sequential values as a reference, fall outside the a/b zones are considered clinically significant.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 20 mg/dl and 237 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid, fell outside the a/b zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment with this event.